Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, a 10 mm amplatzer vascular plug (avpii) was implanted to occlude a coronary artery to right ventricular fistula. Following the implantation and while still in the procedure room, the patient experienced ventricular fibrillation. The avpii was surgically removed. The patient was reported to be in stable condition.

Manufacturer narrative:
The results of this investigation confirmed the amplatzer vascular plug ii contained no anomalies when analyzed at abbott. A review of the device history record confirmed the plug met all visual, dimensional, and functional specifications at the time it was manufactured, prior to shipment. There was no evidence to suggest there was an intrinsic defect in the plug, and the cause for the reported event remains unknown.